Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had had rods/hardware surgically placed some time ago. A surgery was performed on (B)(6) 2013 to remove the rods because of the presence of an infection. During the surgery, the catheter was cut; the spinal portion was removed and the proximal portion was tied off. The pump continued to run. The physician was wondering if running the pump with a tied off catheter would damage the pump. The patient was in the ICU (intensive care unit) and very ill. The pump managing physician believed it was related to a septic event and the surgical procedure the day prior. He did not believe it was related to baclofen withdrawal because of the timing of the symptoms. It was noted that the patient was not breathing at one point. The pump was delivering baclofen. It was later reported that the patient¿s pump was being removed on (B)(6) 2013 because it could be colonized with bacteria. The patient remained on a ventilator and the physician confirmed that the patient did have a cardiac arrest. Additional information has been requested, but it was not available as of the date of this report.